Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances: 800, 780, 700, 730, 740, 760, 690, 730. The patient also reported having a fall and the stimulator not working for their pain suddenly. The impedance check displayed 8 contacts, do not use. The patient wanted their percutaneous leads replaced. They also wanted their battery replaced with inceptiv at the same time. The issue is ongoing. The representative noted they would submit any new information that becomes available.